Event description:
Customer alleged that active blood glucose monitoring test strips were labeled with an expiration date of 2007. A review of the batch records by the mfg site confirms the expiration date is actually 2006. No serious adverse event was reported in connection with the alleged malfunction. Return of the suspect product was requested; replacement product was sent.